Event description:
Reference number (B)(4). Event occurred in the united states. On 01-july-2022, it was reported that patient faced infusions set off during use. Insertion area was cleaned, air dried and free from hair. Infusion set has been for less than 24 hours. Tape applied over the infusion set. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.